Event description:
On (B)(6) 2018, a 25mm epic supra valve was implanted. After removing the patient from by-pass, a post-implant tee showed aortic valve regurgitation and significant paravalvular leakage. The patient was returned to by-pass and the epic valve was removed and replaced with a mechanical valve. The user comments the cor-knot did not fire properly. The patient is reported to be stable.

Manufacturer narrative:
An event of leakage/regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicates that, "the cor-knot did not fire properly and resulted in pvl."

Event description:
On (B)(6) 2018, a 25mm epic supra valve was implanted. After removing the patient from by-pass, a post-implant tee showed aortic valve regurgitation and significant paravalvular leakage. The patient was returned to by-pass and the epic valve was removed and replaced with a 27mm masters series mechanical heart valve. The user commented the cor-knot did not fire properly and resulted in pvl. The patient is reported to be stable.